Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) instrument was spinning around and not moving as the surgeon wanted. The customer pulled their arm out and felt the disc area, and it was spinning without any strength. No fragments fell into the patient. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the type of motion issue encountered by the customer referred as "not moving as wanted" meant it moved on its own, and it occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments. The type of motion issue referred as "instrument was spinning" meant the disc moved on its own. Also, the movements of the surgeon scaled appropriately to the instrument (e.g., distance intended matched distance instrument moved) but the instrument did not move in the intended direction and the timing of the instrument's movement was not appropriate. No shakiness and/or friction were experienced/observed, and the issue was persistent. There was no injury to the patient and there is no video recording of the procedure regarding this event available for isi review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.